Manufacturer narrative:
Additional information: d9 (return date), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The electronic device-use logs were also provided. A visual inspection of the returned photo noted a signia circular adapter. An initial visual inspection of the returned adapter noted no abnormalities. Functionally, the adapter was connected to the gen2 adapter black box running gen2 acc software, and the strain gauge was responsive. The adapter was connected to a representative clamshell and a signia handle running signia circular testing software. The signia handle displayed the surgical site extraction screen. A four-key reset was performed and the adapter calibrated correctly. The adapter was able to be connected to the t44594 test fixture and fired without issue. After firing, the adapter was reconnected to the gen2 acc software and no new errors appeared. A review of the system logs showed that the adapter was returned in the surgical site extraction recovery state. The adapter had 34 of 50 procedures remaining. It was reported that the anvil disengaged. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the reload had a yellow swim lane. The reported issue was confirmed. The most likely cause was not traced to this device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigcir31mt ts 2.0 sigcir31mt circ. 31mm med/thick - (lot#n5j1301uy); sigphandle sig power sigphandle handle - (serial#c25aab0844); sigpshell sig power sigpshell control shell. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robotic laparoscopic sigmoidectomy, after the powered circular stapler completed its stapling and following firing sequence and before tapping up on the toggle, yellow swim lanes two for adapter and three for reload turned yellow with a warning triangle. The stapler prompted the surgeon to open the spike, and nothing happened, but the spike was fully extended. The surgeon extended the spike and the middle yellow swimlane turned green but the last yellow swim lane remained yellow. The surgeon proceeded to pull the stapler out, and it came out without the anvil connected to the spike. The surgeon had to manually pull the anvil from the patient's rectum. Upon inspection, donuts were complete, and the leak test was negative. The surgical time was extended by 25 minutes. There was no patient injury.